Event description:
Robot suction irrigator was in use during procedure and the tip of the suction irrigator came off and was held by a spring. The suction irrigator was removed from robot arm and passed off the sterile field. No tissue injury was noted.